Event description:
Related manufacturer reference numbers: 2017865-2023-15616. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead and left ventricle (lv) lead exhibited failure to capture. Chest x-ray was performed and further revealed both leads had dislodged. The lv lead and the atrial lead were explanted and replaced. Patient condition was stable.